Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella was placed, and the patient was sent to the intensive care unit in critical condition. Reportedly the patient¿s hemoglobin was 10 and dropped to 6, the groin appeared intact with a small hematoma noted. The patient received two units of packed red blood cells, and the complication was reported to be successfully managed. The patient prognosis was very poor, and the patient was not a candidate for escalation of therapy. Additional information noted patient care was withdrawn, and survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.